Event description:
The customer alleged that a newly installed aer was ready to use and the settings were set by the asp field service engineer (fse). The customer reported that the fse did not tell the end user that they needed to check the settings. The customer reported that they processed scopes in this new unit, and the settings were as follows: 1 minute wash, 1 minute disinfect. The caller reported that they used this unit to process scopes on 4 patients. The unit then had an error code that tells them to empty the disinfectant and refill. Then at this point, they notified the fse to contact them. While waiting for the fse to return her call, the processing tech determined that the settings were set incorrectly. The asp clinical education consultant (cec) inserviced 16 personnel at the facility. The patients did not require medical or surgical intervention. Facility has documented the incident and is going to continue to follow them. The physicians were notified. At this time, no other intervention is needed. The fse went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse diagnosed failed water inlet valve assembly. The valve was sticking in open position, even when power was removed from the system, allowing water to continue flowing into wash basin. The fse replaced the inlet valve assembly. All tests, measurements, and calibrations meet manufacturer's specifications. Reference: MDR 2150060-2009-00107 for patient 1 of 4, MDR 2150060-2009-00108 for patient 2 of 4, MDR 2150060-2009-00110 for patient 4 of 4.